Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material biopsy channel could not be identified and a definitive root cause of the issue could not be determined, as there was device deformation that might contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus, the angle on the evis lucera elite gastrointestinal videoscope was down (reduced). During inspection and testing of the returned device, a foreign object came out from the forceps channel, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer did not know how the material adhered to the scope. The customer flushed the air/water nozzle with water and air during precleaning. There were no observed abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. The customer brushes the instrument channel, instrument channel port, and suction cylinder. The device was evaluated and the customer¿s allegation was confirmed. A worn angle wire caused the bending angle in the up direction and the play of the up/down knob to not meet specification. Due to clogging of the channel tube, foreign objects were coming out of the distal end. The bending section cover adhesive was chipped, cracked and had a white-clouded area. The adhesives around the light guide and object lenses had a white-clouded area and the connecting tube was buckled and wrinkled. The switch button 1 had wear and the paint was peeling on the air/water and suction cylinders. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.